Event description:
It was reported that the patient had no therapeutic effect from the pump. There were no complications noted at the initial implant and good "flow" was present in the catheter at implant. The delivery dose was increased without any effect. An x-ray revealed no anomalies. There was a discrepancy noted 2-5 months after the pump was implanted. The expected residual volume was 7 ml and the actual residual volume was 19.5 ml. A roller study and a contrast study were planned. The event logs were reviewed and were normal. It was stated that the pump had not delivered any of the drug into the spinal canal. The medication being delivered via the device was lioresal. The patient was at home.

Manufacturer narrative:
(B)(4).